Event description:
It was reported that patient presented with numbness, paralysis and unable to walk after a drg implant procedure. Patient is being reassessed and managed with physical therapy.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
A case of patient reported numbness and heaviness in the legs with loss of strength was reported to abbott. The patient continues to be monitored. To date, he has regained feeling in both legs but has not yet walked. Regarding the pain for which implanted has improved 80%the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.